Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that a ar-1593-bc swivelock implant system broke. This occurred during an acl reconstruction when the implant was implanted per surgical technique the implant broke half way into the patient, half of the implant remains in the patient, and the other half was discarded. Nothing further was needed to complete the procedure. The patient had hard bone, which was prepped using a drill, and a large tap. There was no patient effect.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.